Event description:
It was reported that this patient heard beeping tones emitted from this implantable cardioverter defibrillator (ICD). After device check, it was noticed the ICD recorded a code 1007, message indicator that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. Technical services reviewed the case and recommended to replace the device as soon as possible, as the patient's critical therapy may be compromised. Subsequently, this ICD was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient heard beeping tones emitted from this implantable cardioverter defibrillator (ICD). After device check, it was noticed the ICD recorded a code 1007, message indicator that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. Technical services reviewed the case and recommended to replace the device as soon as possible, as the patient's critical therapy may be compromised. Subsequently, this ICD was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. A thorough evaluation of the implantable cardioverter defibrillator (ICD) was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted a bulged case in the high voltage capacitors area. Review of device memory indicated that a charge timeout alert (>45 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the ability of the device to provide shock therapy because the hv capacitors could not be fully charged. However, brady pacing, telemetry, and other device functionality remained available.